Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in germany: "overinfusion" according to the customer: "easypump lt 2ml/h 270ml, ch.ref. (B)(4). The easypump from the mentioned batch was supposed to run for 5 days (120h), filling 240ml with 5-fu/ nacl 0.9%. However, after about 3 days the pump was completely empty. No user errors are apparent, according to consultation the patient did not "lie on" the pump or otherwise exert pressure on the pump."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Device history record (DHR): reviewed the DHR for batch 21g27ge341, there is no abnormality and no such defect detected at in process and at final control inspection.